Manufacturer narrative:
(B)(4). The incident sample has been rec'd and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not close correctly. It was also noted that once the jaws were closed, the knife would not cut and activation was intermittent. The device was rec'd for evaluation at covidien and initial inspection discovered that the webbing was protruding.